Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mpu was dead.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu is not functioning was confirmed during analysis. The evaluation of the returned mobile power module, serial number (B)(6) revealed damaged components on the power supply board. As a result, the power supply board was not producing any output voltage. The power supply board was replaced, and the issue was resolved. The mpu was functionally tested after power supply board was replaced and it passed all tests. A specific root cause for the damaged components was not able to be determined. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) describe all system controller and mpu alarms and the proper actions to take if the alarms cannot be resolved. Both the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.